Event description:
The reporter states that the lancet will not retract into the multiclix lancet device after firing. The reporter was accidently stuck after inserting the drum. The customer did not require medical attention. No adverse event reported. The accu-chek customer care service center sent new device and requested return of suspect device.